Manufacturer narrative:
(B)(4). Correction: prowater flex 180cm guide wire was not filed because there was no reported issue. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: neither of the reported 4.0x16 and 3.5x16 rx graftmasters leaked. The aneurysms were simply noted to be larger than initially visualized. The graftmasters slowed the aneurysmal flow enough to not need additional intervention; the patient was discharged with the expectation that the aneurysm would completely self-seal in time. Reportedly, all of the reported thrombus existed prior to use of the graftmasters; no thrombus was found in either graftmaster. Placement of the transvenous pacemaker was performed per standard operating procedure. The patient presented with the aneurysms, thrombus, and hypotension; the prowater guide wire did not cause or contribute to them. The reported ic adenosine and nitroglycerin drip were administered to the patient due to the condition of the patient during initial presentation and is not related to use of the graftmasters and prowater devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Case description: the aspiration device was then re-inserted to retrieve thrombus from the mid rca. Significant amounts of ic adenosine and nitroglycerin drip was administered to the patient, showing flow improvement down the distal rca. While intravascular ultrasound showed adequate apposition of the distal rca stents (3.5x16 rx graftmaster), significant malapposition and size mismatch were noted between the aneurysmal areas and the covered stent (the 4.0x16 rx graftmaster). As timi flow was 3 down the rca, the procedure was aborted and the tvp was left in place. The patient was hemodynamically stable with no chest pain and was transferred back to ICU in a guarded condition. The patient was ultimately discharged home in stable condition on (B)(6) 2016. No additional information was provided. (B)(64. Concomitant product: guide wire: prowater flex 180 cm; guiding catheter: terumo 5 fr pinnacle 10cm; stent: 4.0x12 promus premier. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The prowater flex 180cm guide wire referenced and the other rx graftmaster device referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with st elevation, myocardial infarction, a low blood pressure reading of 108/11, and chest pain. A 6fr non-abbott guide catheter was used to engage the right coronary artery (rca), followed by advancement of a prowater flex 180cm guide wire into the distal rca. The patient was hypotensive. Extremely large aneurysms in the proximal rca and an aneurysm in the distal rca were noted. Thrombus was noted in the distal rca and was partially removed using aspiration; attempts were made to re-establish flow using 2.5x12 and 3.0x12 non-abbott balloons, but the attempts were unsuccessful. After several attempts to remove thrombus with a 6fr non-abbott aspiration device, thrombus was ultimately removed. A transvenous pacemaker (tvp) was placed and set to 80 beats per minute. After positioning a 4.0x12 non-abbott stent in the distal rca, there was loss of flow into the distal rca which was thought to be thrombus that originated from the proximal and distal aneurysms. Additional intervention attempts using the aspiration device only improved flow minimally. A 4.0x16 rx graftmaster covered stent was deployed in the proximal rca aneurysms with a max pressure of 16 atm, but the aneurysm was not sealed. A 3.5x16 rx graftmaster was then deployed with a max pressure of 16 atmospheres (atm) in the mid to distal rca aneurysm, but it was also not sealed. As some haziness was identified between the distal rca stent (4.0x12 non-abbott) and the mid rca stent graft (3.5x16 rx graftmaster), a 4.0x16 promus (non-abbott) stent was deployed, overlapping the distal rca stent.